Event description:
It was reported by the affiliate that during an unk procedure, there was a broken closing trigger. After loading the second cartridge, the closing trigger broke, so the staples weren't delivered. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.